Event description:
5-day-old PICC (peripherally inserted central catheter) line clotted. Event reached patient- caused minor harm or required minimal intervention. Medication involved was dextrose 10% in water IV continuous.